Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl. Cause was related to human factors as customer mentioned they work far from home, and they were running low on insulin and chose to stay at work. Reportedly, the customer first went to urgent care and was transported to the emergency room (ER) on (B)(6) 2022 and they were subsequently hospitalized for five hours. The customer received third party assistance from urgent care health care providers (hcp), ER hcps and hospital hcps as the customer received IV and fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2022 with no permanent damage.